Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited an alert for high out of range impedance measurements on the right atrial (ra) channel and impedance measurement values could not be obtained. The ra channel exhibited non-physiologic noise and oversensing leading to multiple inappropriate atrial tachy response (atr) mode switches. Additionally, the signal artifact monitor (sam) detected minute ventilation (mv) chop on the ra channel. Technical services (ts) was consulted and recommended further evaluation for a possible lead fracture. No adverse patient effects were reported. This crt-d remains in service.